Manufacturer narrative:
After further review MFR# 2916837-2021-00194 is no longer reportable. This device is for research use only and is not being used for diagnostic testing or patient treatment and is therefore not subject to MDR reporting.

Event description:
It was reported while using bd facs aria¿ sheath under pressure sprayed outside of instrument. There was no user impact. The following information was provided by the initial reporter, translated from czech to english: after starting the device, fluid leaks from the closed loop nozzle. Was the leak contained within the instrument? No. Was the leak in a customer accessible location? Yes. Was there spray of fluid under pressure? Yes. What was the fluid that leaked? Probably sheath. What is the source of leak -- waste line or non-waste line? Normally non waste was the leak mixed with bleach or decontaminate? I don¿t know. Was the customer exposed to blood or bodily fluids?no. Was there any physical harm to the customer as a result of the leak?no.¿

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd facs aria¿ sheath under pressure sprayed outside of instrument. There was no user impact. The following information was provided by the initial reporter, translated from (B)(6) to english: after starting the device, fluid leaks from the closed loop nozzle. Was the leak contained within the instrument? No. Was the leak in a customer accessible location? Yes. Was there spray of fluid under pressure? Yes. What was the fluid that leaked? Probably sheath. What is the source of leak -- waste line or non-waste line? Normally non waste. Was the leak mixed with bleach or decontaminate? I don¿t know. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No.